Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will continue to use current pump if able to load new cartridge. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.